Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, psychological disorder, smoker, complication in site preparation, immediate implantation, pain.